Event description:
It was reported that the patient had local pain at the device pocket. The patient went to the hospital with complaints of pain at the device pocket. The event resulted in a serious deterioration in the health of the patient. Actions required as a result of the event included revision surgery to put the device in another pocket was planned. The implantable neurostimulator (ins) was repositioned on 2015-(B)(6). Diagnostic testing and troubleshooting was performed. The event was related to a procedure issue. Actions required as a result of the event included in-patient hospitalization. The outcome was resolved without sequelae on 2015-(B)(6). The patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
(B)(4).